Manufacturer narrative:
This complaint has not ben confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She stated that they "help together for about a week". Then he tried to use the other one but that one also held for about a week and wonders how long is it supposed to last on average.